Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient that started on (B)(6) 2016. It was reported that the patient's blood pressure had been unusually high since starting the trial. The patient had extreme tiredness and was getting weaker. The patient used a walker and a couple times when walking back to her room she did not think she could make it back. The patient had been hospitalized twice, and was currently admitted to the hospital. The healthcare professional (hcp) at the hospital said he could not find any infection or stroke or anything. It was noted that the patient had not had any pain. It was mentioned that the green light was not blinking on the trial device so they were planning to replace the 9v battery. The high blood pressure, tiredness, and weakness started on (B)(6) 2016 and the green light on the external neurostimulator (ens) being off started on (B)(6) 2016.

Event description:
Additional information received from the health care provider (hcp) reported that the patient was seen by the manufacturer representative in the hcp's office and didn't contact their hcp pertaining to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.